Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code 24. The customer's blood glucose level was not adversely impacted. As there was no backup therapy available, the customer was advised to reach out to their healthcare provider. Tandem technical support arranged for a replacement pump to be sent and provided instructions on how to place the current pump in storage mode before returning it. The customer acknowledged these instructions and agreed to return the faulty pump within 10 days.